Event description:
During priming of the device for a cardiopulmonary bypass procedure, the user reported that a pressure alarm and question marks appeared on the central control monitor icon. The user reset the pressure and used the device for the duration of the procedure. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the pt as a result of this event.